Event description:
An (B)(6) male pt experienced an asystole event that was detected by the lifevest. The pt's wife reports, the device properly alarmed to call ambulance. However, the device attempted to improperly treat the pt six times for asystole. Asystole is considered an non-shockable rhythm.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (patient death / treated for asystole) has been confirmed. Treatment analysis reveals the device improperly treated the pt six times for asytole. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. Review of treatment analysis: the pt received 6 inappropriate shocks and 1 appropriate shock. The pt went into bradycardia and eventually asystole before all the arrhythmia alarms. By examining the engineering data, the gain statistics were 22 (highest), which may have caused the device to capture some fine waves on the ECG; moreover, the presence of the axis flags indicated a morphology change, which may also have triggered the improper detections. The last arrhythmia detection was due to a run of coarse vf. However, the arrhythmia was not converted to an organized, life-sustaining rhythm. The response buttons were not used during the entire event.